Event description:
The customer reported that they can see the visual alarms but are not hearing the audio alarms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.